Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 11 shocks as inappropriate therapy due to t-wave oversensing. Subsequently, it was explanted, with the patient receiving a life vest and a transvenous system will be implanted at a later date. No additional adverse patient effects were reported. This device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 11 shocks as inappropriate therapy due to t-wave oversensing. Subsequently, it was explanted, with the patient receiving a life vest and a transvenous system will be implanted at a later date. No additional adverse patient effects were reported.